Manufacturer narrative:
The device was returned for evaluation and it was received with the left and right pawls cracked and needed to be replaced. The retaining ring was missing from the torque knob; unit received without pedi rocker arm or suitcase. The device history record reviewed with no abnormalities related to the reported failure. The device passed all required inspection points with no associated mrr¿s, variances or rework. The reported complaint was confirmed. The complaint was likely caused by wear and tear/ improper handling. The definite root cause could not be reliably determined. (B)(4).

Event description:
The customer requested for maintenance of the a2114 mayfield infinity xr2 skull clamp. A technical service analyst then reported that the left and right pawls of the a2114 were broken and it no longer function properly. The date of the event was not specified. It was unknown if there was patient contact, injury, or surgery delay. Additional information was requested but no other clinical information has been provided.